Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection of the device showed the instrument seal was intact, the iui connectors were dull, and the platen was broken at its upper hinge pin. Review of the pump module event log shows that the module was programmed for an infusion at 8.6ml/hr with a vtbi of 250ml at 1:10 pm on 19 october 2018. The infusion ran until 1:48 pm, when the device was channeled off. Functional testing showed the device was delivering fluid out of specification when tested with the broken platen. After the platen was replaced with a known good platen, the device was then delivering fluid within specification. The probable cause of the overinfusion was the broken platen post. A platen broken at the upper hinge can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The root cause of the broken platen hinge was not identified.

Event description:
The customer reported that a 250 ml bag of heparin was programmed to infuse at 12 units/kg/hr (rate 8.6 ml/hr) at 1308. The rn reported that the device alarmed at 1318 and the user noticed that the entire bag had emptied within 8- 10 minutes. No leaking was noted on the floor or the pump. The patient required several ptt blood draws and monitoring. At 1426 the ptt was elevated greater than 400 and remained elevated at this level for over 8 hours. Within 11 hours the ptt had decreased to 196.8 and 3 hours later the ptt was 59. There was no report of lasting harm and the patient was discharged the following day. The facility biomed reported a broken top platen hinge that he suspects may have caused the over infusion. Received a copy of the customer's sus voluntary event report which states, ¿heparin-250cc free flowed (infused) over a 10 minute period due to broken platen on the IV pump."

Manufacturer narrative:
Medwatch# mw5080829. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a 250 ml bag of heparin was programmed to infuse at 12 units /kg/hr (rate 8.6 ml/hr) at 1308. The rn reported that the device alarmed at 1318 and the user noticed that the entire bag had emptied within 8- 10 minutes. No leaking was noted on the floor or the pump. The patient required several ptt blood draws and monitoring. At 1426 the ptt was elevated greater than 400 and remained elevated at this level for over 8 hours. Within 11 hours the ptt had decreased to 196.8 and 3 hours later the ptt was 59. There was no report of lasting harm and the patient was discharged the following day. The facility biomed reported a broken top platen hinge that he suspects may have caused the over infusion. Received a copy of the customer's sus voluntary event report which states, ¿heparin-250cc free flowed (infused) over a 10 minute period due to broken platen on the IV pump."